Manufacturer narrative:
The technician replaced the brake bushings and casters to repair the bed.

Event description:
Information rec'd indicates the bed has no brake. After setting the brake pedal into position, the bed would still roll.